Event description:
Blue ink flakes off on hands when label is moist. Distributor notified, and acknowleges problem, but thought it had been resolved with lots mfg earlier than lot involved in this complaint. Plans to outsource future mfg to alcon.